Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. The customer also reported that they were unable to clear the alarm. The customer was unable to complete insulin pump rewind. The insulin pump detected a possible issue with the motor. The customer reported that the drive support cap was normal. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose or protruded drive support disk noted. Unable to perform prime or a33 test, occlusion test and excessive no delivery test or verify motor error due to a33 alarms.